Event description:
Resmed was informed that a patient had an spo2 (oxygen saturation) degradation due to a foreign material found in the mirage quattro mask.

Manufacturer narrative:
The hospital staff identified what appeared to be an additional aav (anti-asphyxia valve) in the elbow of the mirage quattro mask. An engineering investigation of the returned mask by the MFR confirmed the additional aav lodged in the mask elbow, near the swivel end. The additional aav appears to have occurred during the manufacturing process. The original aav was present and functioning to specification. In addition, functional testing found minimal pressure decrease with simulated occlusion of the mask elbow. In this case there was no permanent injury to the patient, and their oxygen saturation improved after putting on a new mask. This is only known complaint of the additional aav occluding the elbow ((B)(4)). The patient safety risk for this complaint was assessed and found to be acceptable. Resmed has implemented a change in the mask assembly process to eliminate the possibility of this recurring. No further actions are required.